Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an event of infusion set tubing was bent at the end close to the connector on (B)(6) 2025. The infusion set was in use for eight hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04486 correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - the information in this complaint (B)(4) has been evaluated for the malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The batch 6006842 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006842 were previously tested in complaint (B)(4) on 12/feb/2025. Test results: visual test according to work instruction (wi) version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. DHR review: the lot 6006842 was manufactured according to the wi version 113 manufactured in the line 10, on 29/apr/2024, with a total of (B)(4) units. Gluing of tubing lot 4d04066 was manufactured according to the wi version 7.0, gluing of tubing in the machine itl01, on 28/apr/2024, with a total of (B)(4) units. Lot 4d05472 was manufactured according to the wi version 7.0, gluing of tubing in the machine itl01, on 29/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 25/jul/2025 against malfunction code tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched) and lot 6006842 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.